Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The electrosurgical generator was returned to the service center with a report of the device not reaching the required values when adjusting the high frequency current. Monopolar 2-channel output powers fall short in several measurements. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, display of error code e433 was found due to the generator board had a failure. There was no patient involvement.